Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) triggered an alert on the existing right ventricular (rv) lead. Review found the rv pace impedances had increased and had gone out of range. The impedances values rose from around 400 ohms, to 800 ohms, then to 2000 ohms. After the out of range values were observed, the impedances dropped back down. In addition, one episode of noise was found. The noise could be reproduced when the patient pressed their hands together. The noise did not result in any inhibition. At this time, the products remain in service and the physician has elected to continue monitoring the patient. There have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond. X-ray examination was performed and device memory confirmed the intermittent high rv lead impedances. Based on device memory, event description and visual inspection of the header, the varying rv impedances was due to the rv leaf spring size was out of specifications. It was also noted that additional damage was induced during the explant procedure based on the tooling marking on the pg casing. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Event description:
Additional information was received which indicated a revision procedure was scheduled due to the out of range impedances. During the procedure, the physician discovered the header had become slightly separated from the device. The device was then removed and the rv lead was tested. The rv lead showed stable impedances between 340-380 ohms, but as a precaution, the physician still elected to surgically abandoned and replace the lead. No additional adverse patient effects were reported.